Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 4 patient samples on a cobas c 303 analytical unit. Only one example was provided. The initial na result was 157.4 mmol/l, and the repeated result was 140 mmol/l. The initial cl result was 116 mmol/l, and the repeated result was 104 mmol/l. The repeated results were obtained on another module and were believed to be correct. The sample was repeated because the patient's doctor questioned the initial results.

Manufacturer narrative:
The na electrode lot number is dvb84 with an expiration date of 15-apr-2026. The cl electrode lot number is dwj12 with an expiration date of 11-feb-2026. The calibration was acceptable. The qc was acceptable. The field service representative found a small groove in the dilution cup and a worn vacuum nozzle. He replaced the dilution cup and vacuum nozzle. He cleaned the ise (ion-selective electrode) area and the sipper nozzle, performed air purges, ise primes, and successful checks and tests. The investigation determined that the service actions resolved the issue.